Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: d4 (lot #). Updated fields: h2, h3, h6, h7, h9, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The device evaluation found that the probe was broken at 16 mm from the distal end and the broken probe tip was returned. A root cause could not be identified. Based on the results of the investigation, the most probable cause is not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a laparoscopic hysterectomy, the subject device did not beep normally to indicate that the burn was complete and the jaw of the forceps eventually broke off in the abdominal cavity. The tip breaking off in the abdominal cavity delayed the surgery by about 10 minutes, but the patient was not harmed. The broken piece was retrieved with forceps.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.